Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6)2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2015, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins). It was reported that the patient had an issue with the ins in pocket area and kept turning. The patient stated that the device and leads were all removed due to issues that previously had revisions, but the leads continued migrating. The patient reported that they had a spinal cord injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.